Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device battery remaining indications have fluctuated from greater than 3 years remaining to elective replacement time (ert) in less then one year. The right ventricular (rv) lead impedances are on the lower end, so the health care professional (hcp) thought that might have something to do with it. Boston scientific technical services (ts) was consulted and stated that would not change the longevity or change any programming. Ts suggested ert was likely declared as the rv lead is programmed to maximum outputs. It is unknown if any programming changes were done since the patients last visit as this patient is interrogated by trans telephonic monitoring. Ts suggested the device should be changed soon as end of life (eol) declaration is likely based on the date of ert to be within the next few days. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.